Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotentials that resulted in pacing inhibition for approximately three seconds. The device was programmed to nominal sensitivity. A guidant technical services consultant discussed programming the sensitivity to least if the device was tested at least during the implant. If not, another induction should be performed to confirm least sensitivity is capable of detecting and treating an arrhythmia. There were no patient symptoms reported with this clinical observation.